Manufacturer narrative:
Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A lot history review was performed and no other instances of endocarditis were found for this lot reference number. Based on the available information, a manufacturing defect was not identified. The, the root cause for the endocarditis remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information via a clinical trial that a patient expired 59 days after an implant of a 23mm pericardial aortic valve due to infective endocarditis. The patient presented with fever and shortness of breath. He was found to have bacteremia and pneumonia. Blood cultures demonstrated coagulase-negative staphylococcus growth. The condition progressed to septic shock, chf, acute kidney failure and acute respiratory failure. Tee demonstrated bioprosthetic aortic valve dehiscence, aortic root abscess, thickened leaflets with minimal motion and vegetation. The patient was intubated and treated with antibiotics. An emergent aortic valve re-intervention was performed. However, the patient expired postoperatively at the cvicu due to infective endocarditis.